Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected multiple times. Reportedly t:lock was at an unusual angle. There was no adverse impact to customer's blood glucose level. Customer tightened the t:lock and was able to successfully resume insulin delivery.